Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:the keypad is torn over the ok button. Testing confirmed all of the keypad buttons have an intermittent response. Removed the keypad and found the ok and down button contacts inverted. Removed the keypad and found contamination under all button contacts. The bolus button is unresponsive. The bolus button cover is intact. Removed the cover and found the bolus button slug inverted and contamination on the bolus button contact. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.